Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a motor position encoder error alarm. Customer reported that insulin pump was exposed to magnetic field. Customer reported that drive support cap appeared normal. Customer's blood glucose was 17 mmol/l. Customer was advised that insulin pump would need to be replaced.